Event description:
The customer reports to sales representative that they suspect the catheter might be deficient (leaks) rather than the ars (syringe).

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc and a lidstock for analysis. No obvious signs-of-use were observed. Visual analysis of the catheter did not reveal any defects or anomalies. The catheter was leak tested. When tested per bs en iso 10555-1 annex c for 30 seconds, no leaks were observed. A manual tug test confirmed that the extension line was secure within the luer hub and juncture hub. Likewise, the catheter body was secure within the juncture hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit cautions the user, "the practitioner must be aware of potential air embolism problems associated with leaving open needles or catheters in central venous puncture sites or as a consequence of inadvertent disconnects. To lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device. Follow hospital protocol to guard against air embolism for all catheter maintenance". The report of the catheter body leaking could not be confirmed through complaint investigation. Visual analysis did not reveal defects or anomalies and the catheter passed leak testing. Additionally, the catheter passed all relevant functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem could be found with the returned catheter. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports to sales representative that they suspect the catheter might be deficient (leaks) rather than the ars (syringe).